Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
The reported issue was that, while unloading the patient using the multi-function foot switch, the CT technologist's foot was injured when it became entrapped between the table and the foot switch. Based on the information available at this time, this event has been determined to be reportable.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, a CT technologist was injured while unloading a patient using the multi-function foot switch (mffs) unload (out and down) pedal. The operator¿s foot was caught between the depressed mffs pedal and the couch cover. The operator was unable to remove their foot, due to the position of the foot relative to a stretcher locked in position beside the couch. As the couch progressed downward, the operator attempted to retract their foot and leg, but could not because of the proximity of the stretcher to the couch. As the couch lowered, it contacted the operator¿s shin, forcing their foot to be wedged against the mffs unload pedal, causing it to be stuck enabled. This resulted in the couch continuing to travel to its lowermost point of travel where it stopped at a position of 140mm nominal. A philips field service engineer (fse) went to the site to evaluate the system and found no technical errors had occurred with the system. The system has 4 emergency stop (estops), one located on the front left side of the gantry, one located on the front right side of the gantry, one located on the rear left of the gantry, and on located on the rear right of the gantry. Additionally, there is an estop button located on the console within the operator control room. Activation of the estops will immediately halt all motorized motion of the system and couch as well as, immediately halting the production of x-rays. In the event that occurred, the estop button was not activated, and as the unload pedal was stuck engaged, the couch continued to move to its lowermost point of travel. The stuck enabled control resulted in the operator not being able to raise the couch using the mffs, gantry, or technologist room controls. Had the operator enabled the estop and then closed the estop, the stuck button would have been cleared and the system controls could have been used to raise the couch. As the operator was not aware of this workflow, bystanders forced the operator¿s foot and leg laterally to release the operator¿s foot from pressing down on the unload pedal, resulting in bruising to the dorsal/plantar regions of the operator¿s foot and anterior/lateral aspects of their ankle. The bystander was then able to raise the couch utilizing the system¿s up button. They were then able to extricate the operator from between the couch and stretcher. Philips research and development (r&d) confirmed that none of the applicable international electrotechnical commission (iec) requirements failed and the system conforms to iec 60601 standards because: pressing the estop will stop couch vertical motion within 10mm per the iec-60601 standard. Design meets the iec-60601 standard for foot gap.